Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit because the customer cancelled the service repair. Additional requests regarding the status of the unit have been performed. When additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stated unit shut down unexpectedly without warning. Customer was able to reboot ad resume therapy without issue. Customer stated they were weaning patient from therapy. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1event site name : corewell hlth william beaumont univ a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.